Event description:
It was reported that during testing conducted at the manufacturer facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the rotor was found to be worn, which is a probable cause of the reported bias current message. The device was repaired and returned.